Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for non sustained lead noise. It was noted that r waves and pacing lead impedance dropped, capture thresholds increased, and there was post paced t wave oversensing. The patient had diaphragmatic stimulation at the previous visit. Reprogramming was discussed.